Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she transferred her settings to her new insulin pump and when she put it on, she first loaded the reservoir but it did not detect her reservoir and it waisted 40 units. She put the pump on and continued her day and when she went to bed, she woke up at 2:00 am and her blood glucose was 401 mg/dl. She took a bolus of 5.0 units, went to bed and woke up to her blood glucose being 418 mg/dl. The customer stated that she put her other insulin pump back on. It was found that the customer had not gone through training for the new insulin pump. When she switched back to her old insulin pump, she had only changed her infusion set at the site and not the tubing. She said that the infusion set was not bent. She had not changed out the reservoir and set and continued with reservoir and tubing process troubleshooting. During troubleshooting, the customer said that insulin was squirting out during the fill tubing process and that it occurred while loading the reservoir. She said that insulin began the exit the line earlier than it was supposed to and kept dripping. The customer also stated that the did not continuously drip after the motor stopped but that it did take the motor a long time to stop. She was advised to attach a new infusion set and to restart the reservoir and tubing process but she did not want to use a new infusion set. She also did not have a plunger available and then said that she was hesitant but pushed the insulin through. She was advised to disconnect from the body and to do the process with the old set and to do a rewind on the pump but she declined because she said that she already completed it. The customer said that the load reservoir process was completed without insulin exiting out of the tubing. She was advised to observe the end of the tubing once the fill was released and she said that insulin did not continuously drip after motor stopped. Her current blood glucose is 47 mg/dl. She said that she had no current symptoms but that when she is low, she becomes shaky and a little sweaty. The customer was advised to treat with 15 grams of carbs. She said that she does not know the reason that she is low but that she has been for the past week and has been treating with 4 ounces of apple juice. She was offered troubleshooting for low blood glucose and declined because she wants to see her doctor so that he can make some adjustments on her insulin pump. During troubleshooting for high blood glucose, she said that she does have a backup plan. The customer declined to check for the presence of leaks or air bubbles and declined to check for any possible site/insulin problems because she said that she had already removed the previous set that she was wearing at the time that her high blood glucose occurred. She stated that her blood glucose has gone down ever since. The customer also declined to check her settings because she said that she already did so and they were correct. Her current blood glucose was 73 mg/dl. She was assisted with performing the high-pressure test and the pump passed. The customer was advised to change the infusion set, reservoir and insulin and to treat per her healthcare professional's recommendation. The insulin pump is not being returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.